Event description:
Customer reported nafcillin antibiotic set up as secondary infusion to run at 220ml/h. When pump started, secondary medication began free-flowing and backing up into primary IV fluid. IV pump read 222ml/h as programmed during episode. No pt harm; no medical intervention. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of secondary free-flowing and backing up into primary was confirmed through functional testing. The sample was sent to the check valve supplier and testing results identified two clear particles located between the housing seal area and the diaphragm, preventing the silicone diaphragm from fully seating. The particles were identified as glass. The source of this material was not determined. The cause of the customer's experience was due to a check valve failure. The root cause of the failure could not be determined. The lot number was not identified. Based on the smartside laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.